Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: bleeding from staple line, during reoperation the surgeon needed to oversew the staple line. Pt injury; the pt needed 26 units of blood, approximately 12 litres. Unknown time scheduled when the blood was given. Blood loss of more than 250cc. No unanticipated or irreversible damage to vascular tissue. Nothing fell into pt cavity. Pt outcome: released from site care. Bleeding from staple line, the bleeding was discovered postoperatively. The operation is tape on movie and the staple line looks good according to the surgeon. Idrive handle was used during the procedure. According to the surgeon that did the reoperation it was a bleeding from the staple line but it difficult to determine if it was from the first firing or the second firing on the pouch. When they started the reoperation they were no sure if of the reason for the bleeding but inside the abdomen they say that the bleeding came from the staple line. No reinforcement material was used.